Event description:
Procedure was planned for a three-piece modular graft. Although, based upon the pt's anatomy the physician was not quite sure how the graft would laying the vessel. The contralateral iliac leg graft was deployed, nothing to have landed short of the desired landing zone in the common iliac artery. The graft after ballooning, appeared to have good graft/vessel apposition and no endoleak presence was noted. The physician chose to deploy an iliac leg extension distal to the contralateral iliac leg graft in order to reach the optimum landing zone and provide the desired coverage in the event of future aneurysmal growth. Final angiogram viewed adequate coverage in the vessel and exclusion of the aneurysm.